Event description:
Per physician's documentation: "on removing the cutting balloon, the catheter broke and was seen in the aorta." Required physician intervention. The catheter was successfully retrieved.